Event description:
Baxter service tech reported pump that failed accuracy test during routine servicing. Channel a of the reported pump underinfused. According to hospital rep, no pt injury has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, or medication involved.